Event description:
An anonymous social media user posted a narrative that stated this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon review of the social media post, the patient mentioned having experienced peritonitis multiple times, possibly 3 or 4 times in the past 10 years. The patient also stated they have not experienced an infection in approximately the past four years. The patient also reported they have noted infection in the past by the presence of cloudy peritoneal effluent fluid before symptoms presented. No further information was provided for these past infections in the social media post. Patient demographic information, temporal relationship to pd therapy and/or root cause of this infection and treatment details remain unknown. The patient inferred that the cause may have been attributed to the ¿vibrations caused by the pumping action of the machine during drains & fills¿; however, this could not be confirmed in the absence of additional information.